Manufacturer narrative:
Supplemental report is being filed following the submission of the initial MDR report that was submitted on 11/21/2021 due to the investigation findings are available. Device history record (DHR) of the complaint lot was reviewed. The lot was inspected and released in compliance with all requirements. A sample was not received for investigation. Root cause for the reported concern cannot be identified with the information provided. It is recommended to strictly follow the instructions provided in the instruction for use (IFU) data included with the product to ensure drains are properly used. As preventive actions, the customer will be provided with a copy of the instructions for use. No further action is planned at this time.

Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported that drain insertion was performed for post breast surgery patient with a diagnosis of malignant tumor of the breast part, unspecified. Patient was discharged with 2 round silicone drains in the surgery site for drainage. On september 28 that the drain broke in the distal portion near the end of the drain and the pump. Drain piece was replaced. No injury or further surgery was reported. No further information was provided upon request.